Event description:
It was reported that a revision surgery was completed on both of the patient's knees. Original dates of surgery were: 2008 (right knee) & two months and a week later (left knee). The reporter stated the bio-absorbable screws dissolved too soon post-operatively and revisions were performed in 2009 (right knee) & the following month (left knee). Metal screws were used in the revisions. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were not explanted/absorbed, therefore they could not be returned for evaluation; the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history records revealed nothing relevant to this event. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implant, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient compliance with post-op rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. In addition, product directions for use (dfu-0110) state this device may not be suitable for patients with skeletally immature bone. This is the first complaint of this type for these part/lot combinations. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Other: not explanted; absorbed.